Event description:
It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation procedure using an unknown smarttouch sf catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. As the medical team performed a wpw procedure, they noticed that the patient's blood pressure was low at the end of the case. The physician discovered and confirmed a pericardial effusion using ice (intracardiac echocardiography) and the ultrasound catheter. The cardiovascular surgeon was called in and the medical intervention provided was a pericardiocentesis in which they removed 500 cc's of fluid. The patient was stable. The physician believed that the placement of the reprocessed cs (coronary sinus) catheter was incorrect and could have caused the effusion. The physician had changed the placement of the catheter after their last ablation burn for a better signal, and could have caused the perforation from the placement. Patient was admitted to the ICU overnight. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. The event occurred post transseptal, post last ablation (left pathway wpw). No cardiovascular surgery was performed. No cardiac perforation was confirmed. The ablation catheter cannot be disassociated as a contributor of the event as ablation was performed prior to noting the event and therefore this report is capturing the ablation catheter as a complaint device. This report is for that exact device.

Manufacturer narrative:
Note: the physician reported that the event could have possibly been related to the reprocessed cs catheter, and so this event had previously been captured in manufacturer report number 2134070-2023-00025. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).